Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high at the time of the event and got treated with correction via insulin pump. The blood glucose was high for 1-2 hours. No further information available.